Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). New information available on (B)(6) 2018 states that, the system was explanted on an unknown date, due to unknown reasons. No further information was available.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.